Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a patient presented for a scheduled percutaneous coronary intervention (pci) of the right coronary artery (rca). They had just started the procedure and got the guide in place and the patient coughed. When she coughed it caused a dissection at the ostia of the rca. Patient started to deteriorate quickly and the decision was made to place impella cp. The cp was successfully placed and the pci and right heart catheterization were performed. During cp support it was noted that flows were left on p2 due to the inability to go any higher without suction alarms. Additionally, the right groin impella site was oozing. Manual pressure applied, lido with epi injected, mattress suture placed and neptune patch applied. The patient continued on support for a total of 125-43 hours and was successfully weaned and explanted.

Manufacturer narrative:
Correction: e4. The investigation of the reported failure modes has been completed. Major bleed: the product was not returned for investigation. The cause of the bleeding was not determined due to insufficient clinical details and no product returned. Pump suction: data log review confirmed the occurrence of suction during the case. On the first day, the flows were slightly below spec at p-4, getting about 1.5-2 l/min. The cause of the pump suction was most likely patient related, as clinical reported the patient couldn't withstand higher flows than p-4 and required venoarterial extracorporeal membrane oxygenation (va ECMO) support. This was further confirmed in the data logs by the downward trending placement signal at the time of suction, and the increase in flows after placing the patient on ECMO. Device history review: the device passed all the post sterile inspection checks.